Event description:
It was noted that the device was reporting out of range lead impedances for three days in a row. When the patient presented to the clinic, the device would not capture. Upon review of x-rays, it appear that the leads had pulled back a small amount. On (B) (6) 2010, patient presented into the clinic and has not had any out of range impedance measurments since the output was reset. The physician has elected to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.